Manufacturer narrative:
The reported events of lead damage and stylet unable to be removed were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported events was isolated to bunched up/clogged polytetrafluoroethylene (ptfe) coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the crimp sleeve pulled out of the molded connector assembly, consistent with procedural damage. No lead anomaly was identified.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. As a result, the lv lead was damaged. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.